Event description:
It was reported that an ilet pump displayed a message to contact customer service and then experienced an unexpected shutdown, after which the device could not power on when connected to the charger, and a replacement device was shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an insulation problem associated with a seal component, consistent with an unexpected shutdown event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.